Event description:
While setting up the ion robot for procedure, the ion catheter did not complete self test and reported error code 28010. The screen said, remove catheter, reattach catheter and ensure clearance. We attempted to reattach the catheter several times as well as cleaning the catheter and the ion input with the same error code coming up. We were able to use our backup catheter for the case so there was no delay in patient care. At the end of the case, we tried the catheter again and it continued to show the same error code. The catheter was removed from service and will be returned to intuitive. The catheter showed 5 more uses.